Event description:
The customer contact reported the pt received more medication than intended. Line a of the device was programmed in the step therapy mode, to deliver mabthera (rituximab) 500mg / 539 ml with the following programming parameter, and the delivery was started: step 1: 50 mg/hr for a duration of 1 hour, step 2: 100 mg/hr for a duration of 1 hour, and step 3: 175 mg/hr for a duration of 2 hours. At an unspecified time , during step 1 of the mabthera therapy, the pt became hypotensive. The customer contact indicated that this was an expected side effect of the medication, so the delivery was continued at the programmed rate. During step 2, after 50 mg was delivered, the pt remained hypotensive. At this time, step 2 was reprogrammed to deliver at a rate of 50 mg/hr for a duration of 1 hour, which extended the delivery time in step 2 by 30 minutes. At an unspecified time during step 3, the device alarmed earlier than expected, that the delivery was complete. The customer contact indicated that the entire 500 mg of mabthera had been delivered in 3 hours, instead of in 4 1/2 hours as expected. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.6 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/- 1 ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel.